Event description:
Healthcare professional (hcp) reports a blood leak into the dialysate noted 2 1/2 hours into pt treatment. Healthcare professional reports dialyzer was preprocessed. Healthcare professional reports no pt injury.